Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pulse generator exhibited intermittent output when radio frequency telemetry was turned on. The patient did not experience any adverse consequences. There were no plans for intervention.